Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62 implantable tachy lead (B)(6) 2013; d314drm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis performed revealed no anomalies were found.

Event description:
It was reported that there was low impedance, high thresholds and no capture at the maximum output in the right ventricular defib lead, which resulted in failed antitachycardia pacing therapy due to the non-capture in the lead. The device was initially reprogrammed. It was further reported that the patient had an infection and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was removed and later replaced. No further patient complications have been reported as a result of thisevent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.